Event description:
It was reported that during an unk procedure, the clips were not closing. It is unk how the procedure was completed. There was no pt impact to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Broken handle. Eval summary: the instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within mfg requirements when tested. In addition, the handle seam at trigger area was noted broken. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the mfg process.